Event description:
The patient reported that his v-go's have been falling off due to sweating. Patient reported nine devices fell off the abdomen after about two hours on average. The patient he did not save any of the v-go's that fell off.